Event description:
It was reported that when the patient bent over yesterday, they felt pain on the side of their hip bone, below the implantable neuro stimulator (ins) implant location. The pain lasted 10 to 15 minutes before it subsided. Last night, when sitting at the dinner table, the same thing happened again. The site was tender today and the stimulation felt more centered. The patient increased stimulation to see if they would get more relief. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-2,8 lot# va0njxy, implanted: (B)(6) 2015, product type: lead. (B)(4).